Event description:
Same case as pr ID#: (B)(4). Synergy (B)(6) registry. It was reported that patient experienced unstable angina pectoris and in-stent restenosis occurred. In (B)(6) 2020, the subject presented with unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the left main coronary artery (lmca) with 95% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 3.50 mm x 20 mm synergy stents system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. On the next day, the subject was referred for coronary angiography which revealed 50% stenosis noted in lmca which had previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. Medication and other action was taken to treat the event. One day later, the event was considered to be recovered/resolved and on the same day the subject was discharged with aspirin and ticagrelor.

Manufacturer narrative:
Initial reporter facility name: the 2nd affiliated hospital of (B)(6) university.

Event description:
Synergy china registry it was reported that patient experienced unstable angina pectoris and in-stent restenosis occurred. In july 2020, the subject presented with unstable angina. Subsequently, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the left main coronary artery (lmca) with 95% stenosis and was 20 mm long, with a reference vessel diameter of 3.5 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm and 3.50 mm x 20 mm synergy stents system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days post procedure, the subject was discharged on aspirin and ticagrelor. In august 2021, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. On the next day, the subject was referred for coronary angiography which revealed 50% stenosis noted in lmca which had previously placed study device was treated with percutaneous coronary intervention (target vessel revascularization). Post intervention, residual stenosis was 0%. The rationale for intervention was angiographic finding without symptoms or objective signs of ischemia. Medication and other action was taken to treat the event. One day later, the event was considered to be recovered/resolved and on the same day the subject was discharged with aspirin and ticagrelor. It was further reported that in july 2020, the target lesion 1 was located in the lmca with 95% stenosis and was 20mm long, with a reference diameter of 3.5mm. Target lesion 1 was treated with pre-dilatation and placement of a 3.50 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Target lesion 3 was located in the proximal left circumflex (lcx) artery with 95% stenosis and was 16 mm long, with a reference vessel diameter of 3.0 mm. The target lesion 3 was treated with pre-dilatation and placement of a 3.00 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%.

Manufacturer narrative:
Updated b5: describe event or problem e1: initial reporter facility name: (B)(6) university.